Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Right motor brake not holding.

Event description:
Per a communication with invacare (B)(4), it is confirmed that the right motor brake is not holding. This item will be scrapped. This was received back at invacare (B)(4) on 09/22/2016. Right motor brake not holding.